Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 5 degenerative tricuspid regurgitation (TR), prolapsed septal leaflet and rotated heart for a Triclip procedure. During the procedure, while implanting the clip, clip interacted with chords. Troubleshooting was used but was unsuccessful. Physician grasped the leaflet. After deployment, it was determined that clip was partially detached from septal leaflet. Additional 4 triclips was implanted to stabilize the SLDA. Imaging was difficult. The final TR was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.